Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture. During surgical intervention, the helix was unable to be successfully retracted, so as to aid in replacement. As a result, the product was explanted and is intended to be returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Information to date, states the lead was inadvertenly discarded at the medical facility. As a result, no post market evaluation will be performed. If new information is received, a follow-up report will be submitted.